Event description:
It was reported that a lead would not go into the header of an implantable neurostimulator. A different device was used and there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far.